Manufacturer narrative:
(B)(4).

Event description:
The pt stated that her belly was swollen and she thought that the pump was leaking. The pt had been in and out of the hospital over the last week. She stated that she had "fevers and everyone wants to know why my pump sticks out so much." The pump was interrogated and unspecified adverse events had occurred according to the pump logs and settings. The pt was due for a refill on (B)(6) 2010. The pt was in a rehabilitation center at the time of this report. The medication being delivered via the device sys was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.